Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer didn't know the blood glucose reading at the time of admission. The customer declined troubleshooting. The customer felt that he was hospitalized because he gave himself too much insulin. The customer felt that the insulin pump was functioning fine. The customer stated that his dr has taken him off of insulin pump therapy. Nothing further was reported.